Event description:
Allegedly the patient is experiencing metal on metal complications. Received additional information 6/4/2014. Patient has been revised . Additional information received 02/14/2017. The patient has been updated to a conserve® left hip revision claim.